Event description:
It was reported that the screen of a patient¿s liberty select cycler screen did not turn on during power up. The patient was not connected during the incident. The power cord was securely plugged in. There were no recent power outages in the home or in the area reported. The ok and stop keys were on, however the screen remained blank. The pdrn stated that there was a smell of burning plastic. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the clinic. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there was no patient involvement associated with the reported event. Pdrn confirmed that there were no signs of sparks, smoke, or fire along with the reported burning smell. The replacement cycler has been received and the old one will be returned as scheduled. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. The simulated treatment pre-ast (15 min)-test treatment test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler screen did not turn on during power up. The patient was not connected during the incident. The power cord was securely plugged in. There were no recent power outages in the home or in the area reported. The ok and stop keys were on, however the screen remained blank. The pdrn stated that there was a smell of burning plastic. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the clinic. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there was no patient involvement associated with the reported event. Pdrn confirmed that there were no signs of sparks, smoke, or fire along with the reported burning smell. The replacement cycler has been received and the old one will be returned as scheduled. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.